Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that they are experiencing chest pain and that they felt their device had moved. The icm remains in the patient. No further patient complications have been reported as a result of this event.